Manufacturer narrative:
The flow sensor was replaced by the biomedical engineer during the case and mechanical ventilation was able to continue.

Event description:
The hospital reported the unit alarmed during a case and lost the ability to mechanically ventilate. The patient was manually ventilated. There was no report of patient injury.